Event description:
A surgeon reported that a vitrectomy probe was not cutting the vitreous when the cut rate was increased from 2500 cuts per minute to 5000 cuts per minute. The aspiration was working well. The product was replaced and the procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No sample has been received at the mfg site at this time. Two probe lots, manufactured in 01/2014, were associated with the complaint. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the device history record reviews. The product was released according to the MFR's acceptance criteria. A root cause has not been identified at this time. The root cause will be reassessed upon completing the investigation. (B)(4).